Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure in the calyx of the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the aiming beam of the laser fiber was weak. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no incident for the patient." Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.

Manufacturer narrative:
Evaluation findings of fiber broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. The aiming beam was clear, round and weak with an effective transmission of 18.5% indicating that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The event description and noted damages indicate that performance was limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.